Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the electrode coagulated but did not aspire for an arthroscopy procedure. This was noted pre-operatively. Another electrode was used during the procedure. It was clarified that did not aspire was referring to a suction failure. This report is for a vapr s90 4.0mm w/integr. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the supplier for evaluation. The supplier report indicates: distal tip is in a used condition. Tissue evident in suction port. No visible residue in suction tube. No visible damage on shaft, handle or plug. No evidence suction clamp was used. Electrical testing was performed, and the device passed the continuity, capacitance and hipot tests. When connected to a generator the device was recognized and the proper settings were available. The activation tests for ablate and coagulation were performed and they passed. The flow test was performed and failed. The tissue that was visible in the suction port at the distal end was removed, the flow test was repeated and passed. The tissue in the suction port is the root cause of this failure. This complaint can be confirmed. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore, no containment or correction action related to the individual complaint is required. From our investigation we were able to confirm the customer reported suction issue however no manufacturing defect was found and we have determined the likely cause of the reported suction blockage to be normal procedural debris within the active tip. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The complaint failure mode has been reviewed against the systems risk assessment document. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).